Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection-early onset is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "serious infection of the skin and underlying tissue, redness and swelling."

Event description:
Patient reported via company representative "serious infection of the skin and underlying tissue" and "redness and swelling." Ongoing treatment with medication occurred. Device was explanted. This record is for the right side.